Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with automodeswitch (ams) episodes. Ams was caused by noise. Isometric evaluation was suggested. Other lead parameters were normal. Further information could not be obtained.

Event description:
New information received notes that the atrial sensitivity was reduced. There were no patient issues associated with the event.